Manufacturer narrative:
Continuation of d11: product ID 8703w lot# serial# (B)(4) implanted: 1996-(B)(6)explanted: 2018-(B)(6) product type catheter h3: analysis of the implantable intrathecal catheter (s/n (B)(4)) found coring/tears/cuts in the seal which caused a leak, and a slice cut in the catheter body not related to explant damage which also caused a leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w lot/serial#: (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 05-feb-1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml dilaudid at 0.1 mg/day via an implantable pump for spinal pain. It was reported that the catheter was not working. There were no environmental, external, or patient factors may have led or contributed to the issue. The hcp had failed to aspirate the catheter. The catheter was partially removed and the remaining implanted portion was tied off. A new catheter was implanted. The issue was resolved and the patient was noted to be "alive - no injury". No further issues were reported or anticipated.